Event description:
Healthcare professional reported "capsular contractures baker grade iii and exchange of textured devices due to patient's concern with product". This record is for left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease, one opening wear abrasion and delamination on the plug strap were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "capsular contractures baker grade iii and exchange of textured devices due to patient's concern with product". This record is for left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device was explanted and replaced.